Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had unspecified communication errors during inspection for use of a colonoscopy procedure. There was a procedural delay and the procedure was completed with an olympus backup device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e227 scope communication error occurred. Based on the results of the investigation, it is likely the following led to the malfunction caused due to corrosion on terminal connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.